Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received inappropriate shocks due to oversensing of noise. Episode reviewed noted a total of two shocks were delivered with an impedance of 27 ohms. Boston scientific (bsc) technical services (ts) was contacted for consultation. Review of the remote monitoring data identified that shock impedance measurements have always been on the lower side, between 30-40 ohms, and therefore, a delivered shock of 27 ohms does not seem out of the ordinary for this system. A presenting electrogram (egm) performed closer to implant of this system showed r-wave measurements greater than 2.0mv in secondary vector. However, the presenting egm from today showed sensing at 1.3mv. The ts consultant stated x-rays may be beneficial to confirm system placement. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.